Event description:
The manufacturer received information alleging that there was significant large air leaking from the connecting port of dc power. "Oxygen regulation" alarm appeared while the trilogy evo o2, japan device was in patient use. There was no allegation of harm or injury reported. During the evaluation of the trilogy evo o2, japan device at the manufacturer's service center, the customer's allegation could not be confirmed. However, an evt_o2_prop_stuck error code which is recorded when the oxygen proportional valve remains either open or closed, was followed by an evt_obm_valve_failure error code. This time, it was confirmed that the valve stayed closed, and the "oxygen regulation" alarm was recorded afterward. It is determined that the issue was caused by a temporary malfunction of the proportional valve inside the oxygen blending module subassembly, and the oxygen blending module subassembly was replaced for preventive recurrence. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (1.06.10.00)